Event description:
The patient reported skin irritation after wearing the antenna. The patient took a break from therapy, antibiotics were prescribed, and the patient used wound healing ointment. After resuming therapy, the patient wore an additional material between the skin and the antenna. The irritation is better and everything has calmed down. As of (B)(6) 2025, the patient is doing well and is no longer experiencing any skin irritation.

Manufacturer narrative:
The waa connectivity and antenna failure questionnaire was reviewed. Based on this review, the incorrect questionnaire was completed. The patient did not place the transmitter or antenna directly on the skin. The patient having any contraindicating conditions, and the patient having an allergy have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the skin irritation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unable to determine root cause. Unable to determine root cause rates remain acceptably low; thus, CAPA is not required. Unable to determine root cause rates will continue to be tracked and trended.